Event description:
It was reported that the pump and catheter were explanted due to a pocket infection; there was no replacement. In addition it was reported that the patient presented withdrawal symptoms that were resolved by admission of oral drugs. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011 explanted: (B)(6) 2011.